Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was 5.5 cm in diameter. Proximal neck was 22-29 mm in diameter and 15 mm in length. Right and left iliac arteries were 10 mm in diameter. Right and left femoral arteries were 10 mm in diameter. It was reported that during final angiography, a type 1a and type 1b endoleak was discovered. An aortic cuff was placed; however, a mild type ia endoleak still remained. No further intervention was performed. The physician decided that he will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received: it was reported that the endoleak was found to have resolved.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely conical-shaped neck). Conclusion: device failure/lack of effectiveness related to patient condition (severely conical-shaped neck).